Manufacturer narrative:
On 17 nov 2017 the medical affairs made the following analysis: 2 years after primary tka in a young woman ((B)(6) year-old), the insert fixation screw got loose in the joint. It was immediately removed with an arthroscopic operation. No consequence should be expected for the absence of the screw in the future life of the implant. According to report, there is minimum damage to the femoral component surface in an area of marginal or negligible bearing, therefore little or no consequence should be expected from this event. The cause for self-unscrewing of the insert screw is not known: one possibility is insufficient tightening torque, but other unknown conditions may also play a role. Batch review performed on 10 november 2017. Lot 146593: (B)(4) items manufactured and released on 06 february 2015. Expiration date: 2019-12-31. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Patient presented to surgeon one week ago with discomfort and locking of knee. X-rays were obtained which showed poly screw had come loose and was lodged in the posterior compartment of the left knee. Screw was retrieved via arthroscope no damage was visible on the surface of the liner or femur. Screw was removed successfully in approx 10 minutes.